Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: iunihg, certain gold-tite hexed screw, lot: unknown. Bopt5411, t3® tapered implant 5/4 x 11.5mm, lot: 2021071230. Bopt5485, t3® tapered implant 5/4 x 8.5mm, lot: 2021090666.

Event description:
Doctor reported loosening of screw and prosthetic at tooth sites 15 and 16, what resulted in a massive inflammation and bone loss. Doctor also indicated infection and edema. Implants remain implanted. Patient referred pain. Patient has been rescheduled for new prosthesis and screws. Screws placement date (B)(6) 2023 and removal date: (B)(6) 2026. This report refers to one of the screws loosening.